Event description:
Pt was revised to address dislocation caused by the cup being placed too vertical.

Manufacturer narrative:
Patient was revised to address dislocation caused by the cup being placed too vertical. Doi unk - dor (B)(6) 2011 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Examination of provided patient x-rays confirms the cup is positioned more vertically than recommended by surgical technique. There is no allegation that the cup shifted since implant. The root cause is attributed to surgeon technique in placement. Product error is not identified. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.